Event description:
The device was removed due to an "inability to inflate/deflate". As reported to co, the entire device was removed and not replaced. 4/1/97 - addl info was obtained by the physician/surgeon, he stated..."the pt was not satisfied with the device as it autoinflated at times and periodically autodeflated during intercourse. The pt also stated he could not completely pump the device up. Although the physician/surgeon did not witness the autoinflation/deflation, he did state "at a certain point when inflating the device, the pump was hard and could no longer be compressed". The pt also complained of pain.